Event description:
It was reported that the patient underwent a hernia surgery in may of this year. The physician believed they had punctured the reservoir during the hernia intervention as the existing inflatable penile prosthesis (ipp) stopped working after the surgery. A replacement surgery was performed in which the existing cylinders and pump were removed and the reservoir was left in the patient. During the procedure a new ipp was implanted. There were no device malfunctions with the device, the mechanical issues were due to the puncture. The patient did not experience any adverse events and was said to be in recovery following the procedure.

Manufacturer narrative:
B5, d4, d11, h2 field change.

Event description:
It was reported that the patient underwent a hernia surgery in may of this year. The physician believed they had punctured the reservoir during the hernia intervention as the existing inflatable penile prosthesis (ipp) stopped working after the surgery. A replacement surgery was performed in which the existing cylinders and pump were removed and the reservoir was left in the patient. During the procedure a new ipp was implanted. There were no device malfunctions with the device, the mechanical issues were due to the puncture. The patient did not experience any adverse events and was said to be in recovery following the procedure.